Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 110-130mg/dl fasting. Verified the strips expire 03/28/2018. Customer confirms the strips are stored in the kitchen and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: customer is concerned with all of the results recalled in meter memory. Date in meter memory is accurately set, but time is not set. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and the product evaluated with no defects found. Most likely underlying root cause of malfunction: the user's test strip was not properly stored. Additional product codes added.

Event description:
Customer complains of high results. Customer states he feels well and requires no medical attention. The customer's expected blood results are 110-130mg/dl fasting. Verified the strips expire 03/28/2018. Customer confirms the strips are stored in the kitchen and were first opened (B)(6) 2015. (B)(6). Customers concern: customer is concerned with all of the results recalled in meter memory. Date in meter memory is accurately set, but time is not set. No adverse event reported.